Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician suspected that the implantable cardiac monitor (icm) may be under reporting atrial fibrillation (af) as a tachycardia episode looks like af but not af episode recorded. Af sensitivity programming was discussed. The device is still in use.no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.